Event description:
It was reported when using the pyxis medstation es system, barcode scanner was physically damaged and did not function as intended. The customer reported that the user managed to obtain the necessary medications from an alternative station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the barcode scanner cable was defective. The field service engineer replaced the defective cable to address the issue. No further issue was reported. The system functioned as intended after the field service engineer troubleshooted the device.